Event description:
It was reported that, "during the tka, when the surgeon was cutting anterior bone of the femur, the bar of the skim cutting guide broke."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.